Event description:
It was reported on (B)(6) 2015 that the physician was having communication issues with his programming system. Follow-up showed that trouble-shooting was performed and it was noted that there were no communication issues with the demo generator but the serial cable connection was loose. This issue is likely a loose port connector on the tablet device. The tablet has not been received to date.

Manufacturer narrative:
.Describe event or problem, corrected data, initial MDR did not report the return of the tablet. Tablet was returned on (B)(4) 2015. Corrected data, initial MDR did not report the return of the tablet. Tablet was returned on (B)(4) 2015. (B)(4).

Event description:
It was found that the tablet was received for analysis on (B)(4) 2015. Analysis is currently underway but has not yet been completed to date.

Event description:
Product analysis for the tablet was completed and approved on (B)(4) 2015. An analysis was performed on the returned tablet and no anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.